Event description:
It was reported that during rotation of the implant after insertion, a small portion of the implant where the inserter attaches sheared off. When the inserter was removed, the portion of the implant was still attached. The device remains implanted. There were no patient complications reported.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.